Event description:
It was reported that this unknown implantable device exhibited farfield oversensing resulting in inappropriate mode switch. The device was reprogrammed and remains implanted. No adverse patient effects were reported.